Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after the pt's implantable neurostimulator was implanted in surgery, impedance measurements of electrodes 0/13 and 0/14 were out of range. The lead that had just been implanted during the same procedure (model unk, lot# unk) was removed and replaced. After the new lead (model 39565, lot# v626185009) was placed, all impedance readings with reference electrode 0 were greater than 10,000 ohms. The reference electrode was changed and the impedance measurements were within normal limits (between 700 and 1,200 ohms). The MFR rep programmed the pt's device. The pt felt stimulation and was "satisfied". The issue was resolved. See MFR report # 3004209178-2011-06533 for info related to the previously implanted neurostimulator and associated events during the same surgical procedure.